Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 9 previously reported events are included in this follow-up record. Product return status: 9 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 9 malfunction events in which the device or cutting accessory fractured. 9 events had patient involvement; no patient impact.

Event description:
This report summarizes 10 malfunction events in which the device or cutting accessory fractured. - 1 event had no patient involvement; no patient impact. - 8 events had patient involvement; no patient impact. - 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 10 events were reported for this quarter. Product return status 5 devices were evaluated based on historical data analysis. 5 device investigation types have not yet been determined. Additional information 10 devices were labeled for single-use. 10 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 10 events were previously reported during the reporting quarter; however, - 1 event was reported in error. - 9 previously reported events are included in this follow-up record. Product return status: 7 devices were evaluated based on historical data analysis. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 9 malfunction events in which the device or cutting accessory fractured. - 9 events had patient involvement; no patient impact.